Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The volume of the leak was a few drops and was not contained within the instrument. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with help from customer technical support (cts). The customer noticed the leak around the blood sampling valve (bsv) of the instrument. The customer tightened the bsv knob and the instrument ran without any leaks. Identification of failure modes: the cause of the leak was that the bsv knob was loose. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to segmentation errors. Evaluation of labeling: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).